Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunction: defect of video connector socket. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a scope communication error b30. The issue occurred in preparation for use for a nasopharyngoscopy procedure. The intended procedure was completed with another similar device. There were no reports of delays, and the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.